Event description:
It was reported to boston scientific corp that a wallstent enteral endoprosthesis with unistep delivery system was used during a stenting procedure (event date unk). According to the complainant, the stent migrated and could not be retrieved. There were no pt complications reported as a result of this event. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. The physician was unable to provide any other info regarding the case. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.